Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 250cc silicone prosthesis experienced right sided symptomatic rupture postoperative. The issue was diagnosed through the office examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on march 26, 2025, indicated that the date of the removal surgery changed to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 09, 2025 he female patient expressed dissatisfaction with her implants, with the right side experiencing a capsular contracture of unknown grade. Consequently, she underwent a surgical procedure that included implant pocket repair, possible capsulectomy, capsulotomy, bilateral mastopexy, and the replacement of both implants. The new implants were specified as follows: left implant with catalog number 3505320bc and serial number 9984321-026, and right implant with catalog number 3505320bc and serial number (B)(6). An MRI examination further confirmed a rupture on the right side, necessitating these interventions to address both the dissatisfaction and complications associated with her breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on apr-11-2025 per (B)(4) with the available information about the reportable event. Updated coding: removed pc ¿ capsular contracture (there is not enough evidence to prove capsular contracture formation), surgical intervention, patient dissatisfaction with procedure outcome and added pc ¿ anisomastia to both ips per fw ln-1626130mentorwarranty claim initiated. Per additional information received on april 15, 2025, date of removal updated to march 25, 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient initial updated to (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 30, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured and received in three (3) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 06, 2025, the patient scheduled for removal surgery on (B)(6) 2025. Reason for device explant and/or reoperation: symptomatic rupture. Manufacturer¿s reference number: (B)(4).